Event description:
This is a spontaneous nurse report from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse reported that on (B)(6) 2010, the patient developed peritonitis and was hospitalized that same day. Treatment provided was unknown. It was not reported whether dianeal therapy was ongoing at the time of the event. In (B)(6) 2010, the patient was discharged from the hospital. The patient was recovering from the event. Per the nurse the event of peritonitis was not related to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 4 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.